Manufacturer narrative:
Additional information was added to a1, a2-a5, b3: event date, b5, b6, b7, d11, f10/h6: patient codes, h4, h6 and h8. A2-a5: update ni to n/a. B5: upon further information, customer reported one (1) bag leaked from the middle port during preparation of the bag. There was no patient involvement. D11: update to n/a, n/a. F10/h6: patient codes: replace 2199 with 2645. H4: lot manufactured between december 10, 2019 to december 11, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were identified during an unspecified process step and it was unknown if there was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.